Event description:
Pt reported the infusion sets have leaked insulin at the connector for the past 6 weeks. Her blood glucose has elevated above 500 mg/dl as a result. The infusion sets are inserted manually, and the headset is changed every 2 days and the tube every 4 days. She did not have an infection or start new medication. The infusion sets were requested for eval. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leak at the head set connection cannot be verified, the transfer sets meet product specifications. A visual inspection and tests for flow, leak and click were performed on the returned used devices. All test results were within specifications. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. The problem mentioned by the customer could not be reproduced.